Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 11.3mmol/ l at the time of the incident. It was reported there was a crack in case. Reservoir¿s piece was broken and the black sealing ring has fallen off. The reservoir is no longer attached. Drive support cap appears to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock or click into place. Missing reservoir tube o-ring.